Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the exposed right ventricular defibrillation coil was flexed. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a fractured. The lead had high thresholds as well as high and undefined pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.